Event description:
The pt was seen at the implant center for device evaluation in 1999. Testing at the center confirmed that the device was no longer functioning. Revision surgery has not yet been scheduled. However, another clarion will be implanted.